Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high shock impedance measurements greater than 125 ohms on the right ventricular (rv) lead. The patient was seen and shock lead impedance measurements were taken again and the value was at 100 ohms. No adverse patient effects reported. The crt-d remains implanted and in service.